Event description:
Broke at second distal screw hole. Broke while walking. Sustained a supracondylar fracture and an intracondylar fracture. Supracondylar fracture had a non-union. Pt was very compliant-breakage occurred 8-9 months post-op. Surgeon feels he may have notched the nail with the locking screws. Removed with extraction instruments. Replaced with supracondylar plate with 8 holes. 3 weeks post-op, looks very good.